Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and non-calcified cephalic vein of the left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation and was inflated for seven times within rated burst pressure. However, during eighth inflation at 22 atmospheres for 1 minute, the balloon ruptured at the middle of the balloon material. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.